Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: during investigation, the keypad rubber was found to be intact; no damage or peeling was observed. The keypad cover was removed; no contamination or damage was found to the button contacts. The keypad button response was not able to be tested; the pump unable to power on and was completely unresponsive. The complaint of a keypad button response issue was not able to be adequately investigated due to the unresponsive pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. It was reported that the user experienced an unspecified high blood glucose level (bg). No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event.this complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.